Event description:
It was reported to philips that the wireless footswitch was not connecting with the base station. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the footswitch was not synchronizing with the base station. The field service engineer inspected the system onsite and after the replacement of the footswitch and the base station, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wi-fi indicator on the footswitch was solid red and the battery indicator was green, which indicates that there was an error in the wireless connection. The part analysis of wireless footswitch concluded that the wifi led was red which confirmed the connection issue. To resolve the reported issue the fse replaced the wireless foot switch and the base station was updated to the latest firmware. After replacement the system was returned to use in good working order. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction z-0476-2022. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.